Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pelvic mesh protruded into her vaginal wall causing urgency of urination and continued incontinence. No further information has been provided.